Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017, with blood glucose of 36 mg/dl list at time of the incident. The customer had low blood glucose levels at 40, 48, and 20 mg/dl. The customer was given food, orange juice, sugar, and glucose tablets to treat. The customer experienced symptoms such as convulsions. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also reported issues with air bubbles, transmitter communication with the pump, high blood glucose with hospitalization, sensor glucose versus blood glucose variations, and issues with the instructions for use. The insulin pump will not be returned for analysis.